Event description:
It was initially reported that on the zimmer air dermatome ii the surface of the handpiece was damaged showing cracks and blisters in several places. The issue is focused on the face of the device as well as the width plates. The issue was discovered during device cleaning and there was no patient harm or surgical delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.